Event description:
The user facility reported to the distributor that in 6/2003 the surgeon could not prime the valve with saline prior to implant. No pt contact was reported. The surgeon requested that the valve be checked by the MFR.